Manufacturer narrative:
(B)(4) method: the subject devices and additional information about the reported event and setup were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. In addition, a review of the manufacturing records for the reported bc161-10 bubble CPAP system was completed. Results: the healthcare facility reported that the subject devices were not available for return to f&p healthcare for evaluation. A review of the manufacturing records of the lot batch of the bc161-10 bubble CPAP system was performed. The devices in the manufacturing lot passed all the required quality control measures, confirming they were manufactured in accordance with specifications. Additionally, no non-conformances were noted during the manufacturing process of the subject lot. Conclusion: based on the information provided by the healthcare facility and review of the manufacturing records, and without the return of the subject device, we are unable to determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. At the end of the final assembly process, all bc161-10 bubble CPAP system circuits are 100% tested as follows: functional testing for leak visual inspections for any visible defects and contamination. The instructions for use accompanying the bc161-10 bubble CPAP system show in pictorial format the correct set-up of the system and also state the following: check all connections are tight before use and after any adjustment. Use patient oxygen monitoring. Always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level. Test circuit for occlusions and pressure leaks using the flow elbow provided before connection to the infant.

Event description:
A healthcare facility in georgia reported via a fisher & paykel healthcare (f&p) field representative that a temperature/flow probe was loose and "falling out" from the temperature probe port of a bc161-10 bubble CPAP system before patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in georgia reported via a fisher & paykel healthcare (f&p) field representative that a temperature/flow probe was loose and "falling out" from the temperature probe port of a bc161-10 bubble CPAP system before patient use. There was no reported patient consequence.